Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial # (B)(4)) displayed sytem error "m ID:14" (bg power supply) was not confirmed initial functional testing but confirmed in the event log. The returned thermogard xp system was turn on several times and powered up without any issues. The system console performed as intended. During visual inspection, no physical damage observed on the returned thermogard ivtm system. During archive event log data review, multiple m ID:14 error messages were identified on the date when the issue occurred. Thus, confirming the reported complaint. The initial functional testing passed all the functional tests requirements with no faults. The thermogard console is ready for ivtm therapy use.

Event description:
During intravascular temperature management (ivtm) set-up, the thermogard ivtm system (serial # (B)(4)) displayed system error "m ID:14" (bg power supply) during slew-rate testing. No patient involvement.